Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "during ventilation, the device shut down, device had one depleted battery and one fully charged battery in it at the time". No harm to the patient was reported. According to the log file, it cannot be confirmed that the device shut down during ventilation; it was in standby mode at that time.

Manufacturer narrative:
Follow-up 1: investigation outcome. The mr1 ventilator log shows multiple repeated ¿loss of external power¿ events with automatic switching from ac to battery, followed by recovery back to ac power, without evidence of device shutdown during active ventilation. An ¿on¿ event was logged without a preceding ¿off¿; however, the device was in standby mode at that time. Investigation findings suggest stable battery presence (soh ~57¿70%, rsoc adequate) and no indication of battery depletion as the primary issue. The most probable root cause is intermittent or unstable external ac power supply (e.g., loose/defective power cord, external psu issue, or facility power instability), rather than internal device failure. To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. No further feedback was received. The corrective action remains unknown, and the exact root cause could not be confirmed. Hamilton medical ag considers this case closed.